Event description:
Contact reports revision surgery was performed due to set screw loosening and backout. Contact has been advised of the need to report events within twenty four hours of becoming aware of the event.

Manufacturer narrative:
No conclusions can be made as the set screw is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.